Manufacturer narrative:
This was the fifth complaint involving mattress cover delamination. This report is identifying mattress 1 of 1. The customer called in and said that they had a mattress that was delaminating. A picture was sent via email and revealed that the urethane cover bubbled at the center of the mattress cover but did not peel away from the cover. This mattress has not been sent back to us for evaluation nor has it been replaced. We are continuing our efforts to retrieve the mattress. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.